Manufacturer narrative:
The reported malfunction was observed during review of the activity log. However, the reported problem could not be duplicated. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The digital board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.